Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 09-nov-2017 a field service engineer (fse) followed-up over-the-phone in an effort to troubleshoot the aia-360 instrument; however, the customer reported that the aia-360 instrument will no longer be in use and no service was required. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints reported during the searched period. The aia-360 operator's manual under safety precautions, states the following: removal of equipment from use for repair or disposal: - contact the authorized representative. - blood to be tested might have been infected by pathogen. Misconduct on repair or disposal may bring infection to the operator or others working together. In the case of repairing and disposing, please contact the authorized representative. Always have servicing done by tosoh personnel. The most probable cause of the reported event could not be determined; the customer declined service.

Event description:
On (B)(6) 2017 a customer reported that when attempting to calibrate, the aia-360 instrument skipped the reagent cups, and calibrators 1, 3 and 5. The customer requested service in order to resolve the reported issue. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.